Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances and a loss of capture with threshold testing on the right and left ventricular leads. Shock lead impedances were within range. There was inquiry of a possible setscrew issue. Technical services discussed possibilities and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field however, nothing further as been received. A return request was made should the products be explanted. Information suggest these products remain in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that the lead configuration was changed from lv tip-rv coil to lv tip-lv ring. In doing so the problem was isolated to only the right ventricular (rv) lead. The left ventricular (lv) lead then had normal impedance, sensing, and threshold measurements. However, the rv lead still had an impedance >2000 ohms and no capture. The shock impedance remains normal about 48 ohms. No noise was present. The physician instructed the device tachy setting to be reprogrammed to vf zone of 190 until the patient's revision surgery scheduled in the near future.

Manufacturer narrative:
It was later reported that during a revision procedure, it was discovered that one of the setscrews had not been screwed down. Once both setscrews were set in the header of pace/sense portion of the right ventricular lead, the impedance was normal and the system worked appropriately.